Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, the customer did not correctly fill the cartridge. The customer's blood glucose level was 100-137 mg/dl. Tandem technical support guided the customer through properly changing the cartridge and customer loaded a new cartridge to resolve the issue. The customer reverted to an alternate method of insulin therapy.